Manufacturer narrative:
Deep brain stimulator: final device analysis of the deep brain stimulator revealed no anomaly found, normal device function. The extension was ok, but cut through (suspected explant damage). Final device analysis revealed 'no significant anomaly found'.

Event description:
The deep brain stimulator was returned to the MFR from a crematory. The pt died 2008. No other clinical details were reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.